Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter had hole in it. An angiojet® solent¿ omni was selected for a thrombectomy procedure. During unpacking, the catheter was opened and it was noted there was a hole in the catheter shaft towards the back. The catheter was never put into the patient. The procedure was completed with another of the same device. There were no patient complications reported.